Event description:
After biomedical testing of the new hospira lifecare pca pumps the devices were sent to our decontamination dept. For cleaning before patient use. One of the approved products listed by hospira for cleaning of the pumps is coverage hbv. This is a typing error by hospira in their users manual, the correct and approved chemical is coverage hb. Steris is the manufacturer of this product line and has discontinued the product (coverage hb). Since we were not able to purchase coverage hb but had coverage tb in house they cleaned the pumps with this solution which is not an approved product for this device. Within one month we noticed that the hinges on the pca pumps were cracking and in many cases falling apart. We contacted hospira and immediately sent them two of the damaged doors along with the name of the cleaning solution we used. Their investigation team determined that it was the use of coverage tb which caused the catastrophic destruction of the plastic. We stopped the usage of coverage tb for the cleaning of the pca pumps and have not had any adverse situation in respect to the medications not being secure with the compromised doors.